Manufacturer narrative:
(B)(4). D10: item# 00430008500; lot# 62665981. Item# 00430001013; lot# 62375113. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that the patient underwent arthroplasty approximately ten (10) years ago. Subsequently, a custom vrs is needed for possible revision for bone loss with infection present. Patient also presented with pain and limited rom. Attempts have been made and no further information has been provided.